Event description:
It was reported that during a laparoscopic cholecystectomy, two clips came out of the device at the same time and then the surgeon couldn't hardly reopen the device. Only by force was he able to open it. Case was completed with another device. There was no consequence to the patient. There is no further information available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.